Event description:
It was reported that the device was working intermittently with reduced power output during a procedure, a condition which may pose the risk of insufficient coagulation and increased bleeding. The procedure was completed successfully. There was no significant delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was working intermittently with reduced power output during a procedure, a condition which may pose the risk of insufficient coagulation and increased bleeding. The procedure was completed successfully. There was no significant delay, no medical intervention, and no adverse consequences.